Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open pancreaticoduodenectomy, the jaws did not open smoothly with the release button after the first firing. Eventually, the jaws opened and it was confirmed that the deployed staples were deployed properly. The device was used on pancreas. The device was checked afterwards and the cartridge pan was found left inside the jaws. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57u31. Investigation summary: the analysis results that one pcee60a device was returned with no visual non-conformance's and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.